Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and bumpy under left te pad on back. The patient¿s physician advised to remove device for the rash. Follow up indicated that the rash improved.